Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer had used the cartridge for approx 10 days prior to changing it. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. In addition, the user guides states to change the infusion set every 48-72 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.